Event description:
Event description this implantable pulse generator (ipg) was returned to cpi with no allegation. Testing by the ra lab indicates that this device is exhibiting premature battery depletion.